Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to fluid loss and functional issues secondary to a small hole in the cuff component of the device. It was further reported the patient had an inflatable penile prosthesis (ipp) that was removed during the same procedure due to an unspecified issue the device tubing that was in close proximity to the aus cuff. Upon removal of both products a new aus was implanted; no information was provided regarding implant of a new ipp. There were no patient complications. No further information is available at this time. This report will be updated should additional information become available.

Manufacturer narrative:
Describe event or problem updated. Device information corrected. Aware date corrected.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to fluid loss and functional issues secondary to a small hole in the cuff component of the device. It was further reported the patient had an inflatable penile prosthesis (ipp) that was removed during the same procedure due to an issue with the tubing that was noted to be in close proximity to the aus cuff. Upon removal of both products a new aus was implanted. There is currently no plan to implant a new ipp device. There were no patient complications. This report will be updated should additional information become available.